Event description:
While the patient was in a standing position in the hoist, the top bearing block came out of the mast and the patient fell back onto the chair, avoiding injury. The two care assistants received minor injuries. Three persons involved.